Manufacturer narrative:
Investigation results: visual investigation: the hydrolift shows no outwardly defects, the endplates, the endplates are dismantle. We found no outwardly damages like a damaged pipe or a defective clamping nut. In the next step we made a distraction trial. For this, we mounted the hydrolift at the insertion instrument and connected this to the insufflation pump. After that, we started the distraction trial by increasing the pressure of the water filled insufflation pump. The hydrolift distracted as expected, without any stick- slip effects or leaking. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sv014t - hydrolift vbr sz.5 (40-60.5mm)/endpl.m. According to the complaint description, the hydrolift could not be distracted during the surgery. It is not clear whether it is due to the instrument or the implant. Another hydrolift was used. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).